Manufacturer narrative:
Investigation summary: it was reported the syringes had plunger rod, flange damage issues. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos shows damaged parts. The damage to the syringes could occur if there was a jam during the assembly process inducing the symptom reported. A device history record review was completed for provided material number 301033, lot number 2075968. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed. Alignment of the conveyors and rails were correct and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 70 bd luer-lok¿ syringes had damaged plunger rods. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "damaged/broken: 70 pieces."